Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose was 265 mg/dl after eating dinner and dessert without performing a meal announcement while using the ilet system, and the user acknowledged forgetting to announce before the first bite; troubleshooting and education on pre-meal announcing and correction dosing were provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization and user understanding of meal announcement guidance. Investigation included customer care agent communication with the user and troubleshooting. Investigation of this case revealed user handling contributed to hyperglycemia due to a missed meal announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use not per instructions for proper meal announcing.